Manufacturer narrative:
The aisys cs2 did not cause or contribute to the alleged serious injury. The failure was due to a non-gehc device. Ge healthcare notified FDA cdrh that event caused by non-ge healthcare device.

Event description:
It was reported that a patient was connected to an aisys cs2 when it was alleged the unit stopped ventilating. It was reported that the patient went into respiratory arrest. The patient was placed on a different anesthesia machine to proceed with the case and recovered. There were no patient sequelae reported.

Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a5 and a6: no information provided. Legal manufacturer: hcs madison, 3030 ohmeda dr, USA madison, wi 53718.